Manufacturer narrative:
Analysis found corroded collet. The hand piece came in with grinding noise in the collet which had caused the device to get hot. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the hand piece was getting hot prior to use. There was no patient impact.